Manufacturer narrative:
Additional information was received and the patient's information was updated. According to the information received in the patient profile from (ppf), the patient also suffered from blood clotsm clotting, and/or occlusion of the ivc. The filter tilted and allowed a second pulmonary embolism and a week in intensive care unit (ICU) and is now on blood thinners. The patient now have edema in both legs and now suffer from gait due to blood clots. The patient is suffering from psychological injuries or mental anguish. A document was received containing a plain anterior-posterior x-ray image and another magnified section of the same image. The images appears to show a trapease-like inferior vena cava (ivc) filter, with a notation designating it at the level of the third lumbar vertebra. It appears to be correctly positioned and orientated, but it is not possible to confirm this due to the context and quality of the images. Tilt was added to the device code; clotting, occlusion, edema, and anxiety was added to the patient's code. The patient's age is 51. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The catalog number is 466f220a. It was reported that a patient was implanted with an optease filter. The information provided indicated that the patient experienced a post implant pulmonary embolism (pe). Additional information indicated that the patient also experienced blood clots, clotting and/or occlusion of the inferior vena cava. The information indicated that the filter tilted and allowed a second pe and a week in intensive care unit (ICU) and is now on blood thinners. The patient reports edema in both legs and a gait issue due to blood clots, as a result the patient is experiencing mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. An inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety and swelling do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an unknown cordis vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, the patient, including, but not limited to, pulmonary embolism (pe). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) (both optease and trapease filters) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient was implanted the trapease or optease filter. The filter subsequently malfunctioned and caused injury, damage, the patient, including, but not limited to: pulmonary embolism. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered & will continue to suffer significant medical expenses, pain and suffering, & other damages.